Event description:
One touch basic enhanced meter was displaying not ok when powered on. The patient went to a medical professional, no treatment given. No action taken by the patient following attempted use of the meter. The customer care representative performed troubleshooting and the issue was not resolved. The event is reported as a product malfunction. The meter and test strips were replaced with return expected. Controls solution replaced.